Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("complication of essure: migration"), pelvic pain ("chronic and severe pelvic pain"), rheumatic disorder ("rheumatoid") and mixed connective tissue disease ("mixed connective tissue") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, rheumatoid arthritis, raynaud's phenomenon, acne vulgaris, herpes zoster, vitamin d deficiency, human papilloma virus infection, fibromyalgia and diarrhea (10 episodes). Concomitant products included pregabalin (lyrica) for shingles as well as prednisolone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rheumatic disorder (seriousness criterion medically significant), mixed connective tissue disease (seriousness criterion medically significant), fatigue ("fatigue,"), weight increased ("weight gain"), fibromyalgia ("fibromyalgia") and back pain ("low back pain"). The patient was treated with surgery (bilateral laparoscopic salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, rheumatic disorder, mixed connective tissue disease, fatigue, weight increased, fibromyalgia and back pain outcome was unknown and the pelvic pain had resolved. The reporter considered back pain, device dislocation, fatigue, fibromyalgia, mixed connective tissue disease, pelvic pain, rheumatic disorder and weight increased to be related to essure. The reporter commented: patient felt the essure was aggravating her autoimmune disorder and that removal has improved her related symptoms. Patient states she is doing great since the surgery (bilateral laparoscopic salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion-tubes blocked on (B)(6) 2016, surgical pathology report final diagnosis: a: fallopian tube, right, salpingectomy: - complete cross-section of lumen identified; otherwise no significant pathologic abnormality. B: medical device, designated "right essure device":- metallic coiled medical device consistent with essure device. C: fallopian tube, left, salpingectomy:- complete cross- section of lumen identified; otherwise no significant pathologic abnormality. - benign paratubal cyst. D: medical device, designated "left essure device": - metallic coiled medical device consistent with essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Events per mr: migration of essure device was added. Patient's medical history, concomitant medications were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain"), rheumatoid arthritis ("rheumatoid") and mixed connective tissue disease ("mixed connective tissue") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), mixed connective tissue disease (seriousness criterion medically significant), fatigue ("fatigue,"), weight increased ("weight gain"), fibromyalgia ("fibromyalgia") and back pain ("low back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the rheumatoid arthritis, mixed connective tissue disease, fatigue, weight increased, fibromyalgia and back pain outcome was unknown. The reporter considered back pain, fatigue, fibromyalgia, mixed connective tissue disease, pelvic pain, rheumatoid arthritis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion-tubes blocked quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant disease were added were added. Updated suspect drug indication. Events rheumatoid, mixed connective tissue, fatigue, weight gain, fibromyalgia and low back pain were added and event outcome was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who received essure for sterilization. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("chronic and severe pelvic pain"). A bilateral sapingectomy was required. Pelvic pain is anticipated according to reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident because a surgery was required due to serious injury. A product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("chronic and severe pelvic pain"). A bilateral sapingectomy was required. Pelvic pain is anticipated according to reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident because a surgery was required due to serious injury. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.